Event description:
The system auto-slide transfer center coil emitted smoke once the mechanical slide malfunctioned. Customer responded with fire equipment and called the fire department. There was no fire. According to the hospital personnel there was smoke.

Manufacturer narrative:
The toshiba customer engineer replaced the auto slide transformer and the hv transformer. The procedures listed in the performance check manual were followed. All voltage tolerances were within the specifications listed. Several additional parts were replaced as well the auto slide transformer and the hv transformer. The auto slide transformer and the hv transformer are being returned to the manufacturer for investigation. Evaluation to be conducted. Results: no results until evaluation is conducted. Conclusions: no conclusions until evaluation is conducted.